Manufacturer narrative:
Medical device problem code a0401 captures the reportable event of handle break for gastrojejunostomy procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastic to the jejunum to treat a malignant gastric outlet obstruction (goo) during an endoscopic ultrasound (eus)- gastrojejunostomy procedure performed on (B)(6) 2023. During the procedure, the stent was attempted to be deployed; however, the deployment hub broke into two. The physician was able to fully deploy the stent. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event. A photo of the device provided by the complainant shows that the deployment hub was broken into two. Note: it was reported that the axios stent was to be implanted to treat a malignant gastric outlet obstruction (goo) during an endoscopic ultrasound (eus)- gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The axios stent is not indicated to be implanted to treat a malignant gastric outlet obstruction (goo).